Manufacturer narrative:
A misunderstanding relative to the serial number was incurred. An MDR relative to this case has already been concluded. (B)(4).

Event description:
Loss of capture, oversensing and inappropriate shock were reported in relation to the subject lead. A re-intervention was performed on (B)(6) 2011 to correct the issue. It is noted that the explanted lead is not available for return analysis.

Manufacturer narrative:
(B)(4).

Event description:
Loss of capture, oversensing and inappropriate shock were reported in relation to the subject lead. A re-intervention was performed on (B)(6) 2011 to correct the issue. It is noted that the explanted lead is not available for return analysis.

Event description:
Loss of capture, oversensing and inappropriate shock were reported in relation to the subject lead. A re-intervention was performed on (B)(6) 2011 to correct the issue. It is noted that the explanted lead is not available for return analysis.